Event description:
It was reported that following an open gastric bypass procedure, received notice of litigation from corporae counsel. Complaint alleges that patient underwent an open gastric bypass and that surgeon intended to use an endo-gia six-row blue stapler. It further alleges thestaplers malfunctioned in that although they stapled they failed to cut. Complaint alleges that patient sustained an anastomotic leak, peritonitis, respiratory distress, hypoxia, sepsis and other injuries and conditions. She required a life flight transfer to hospital, additional surgeries and procedures.